Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, and update to field h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus presumed the most likely causes to be: incorrect generator setting, the use of glycine / sorbitol-manitol instead of saline during a bipolar application, or the use of the bipolar electrode with a monopolar working element. These misapplications lead to a malfunction of the electrode. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had big sparks and charred then turned black. It is unknown when the event occurred. There were no reports of patient harm.